Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited grainy image. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the most probable cause of the malfunction was determined to be related to the charge-coupled device (ccd) image chip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.